Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was noted to have urethral atrophy. The first implant cuff size was 3.5 cm, and the new cuff implant was 4.0 cm. The physician did not believe the cuff was the incorrect size for the patient when initially placed. The physician reported that the atrophy occurred after 8 years of the first implant surgery, in line with studies available. Additionally, the physician believes the cuff was initially placed in the correct location. The physician removed and replaced the device through replacement surgery, and there were no further signs or symptoms reported. There were no device issues.